Manufacturer narrative:
No solution documented, investigation ongoing. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was a connection issue with prs; device not in clinical use on an allura xper fd20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.